Event description:
It was reported that the customer experienced an ongoing elevated blood glucose (bg) level. As a result, customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a bg level of 598 mg/dl with ketones of an unspecified size on (B)(6) 2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin as well as potassium and magnesium to address the elevated bg. Customer was discharged on (B)(6) 2026 with the issue resolved and no permanent damage. Customer reverted to an alternate form of insulin therapy.